Event description:
The hospital reported that, during a coronary artery bypass procedure, the seal on the heartstring iii proximal seal system did not deploy out of the delivery device. Procedure was completed with another seal with same device. The hospital reported no pt effects. Replacement was requested. It was initially reported that the product had been discarded, however, product was returned to maquet cardiovascular, llc.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 21 dec 2009. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly, outside of the tube. The seal was intact. The green slide lock and the white plunger were activated (deployed position) on the delivery device. There was also evidence of blood on the device. Based upon the received condition of the device, the seal was deployed from the delivery device. The reported failure "the seal did not deploy out of the delivery tube" can not be confirmed. A lot history record review was not conducted as the lot number was unk. Investigation has been completed, and based on our investigation, the exact root cause of the reported failure could not be determined. (B) (4)